Event description:
Pt was scheduled for a laparoscopic bilateral tubal banding. After drainage of the bladder a clamp was attempted to be positioned into the intrauterine cavity. However, even with gentle passage of the clamp into the endocervical curettage, there was minimal resistance with further passage of the clamp and a uterine perforation was suspected. Laparoscopy confirmed that the clamp was penetrating through a small perforation in the anterior aspect of the uterus near the lower uterine segment around the level of the pt's prior c-section. A cystoscopy confirmed no bladder trauma and the intrauterine cavity with direct vision by laparoscopy.